Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure the site attempted to lock the trajectory but the system became unresponsive. The system became responsive again and the site went back in the software then forward again to navigate. The surgeon was comfortable manually inserting the biopsy needle and didn't use navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were review but provided no insight regarding the cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site stated during their issues with the biopsy needle a one up view of the 3d model was displayed without the site changing the views. The site reported that the target was set and the trajectory was locked when the issue occurred, and the needle was not visible in the tracking view. It was unknown if the issue was related to the software trajectory being different from the actual trajectory. The biopsy needle was discarded by site. A manufacturer representative reported that had not been able to duplicate the issue.